Event description:
It was reported, the patient expired in 2008. No details on the cause of death were provided. Additional information has been requested but was not available on the date of this report.

Manufacturer narrative:
Device analysis was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.